Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a circuit leak and damaged on the device's active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.